Manufacturer narrative:
(B)(4). A review of the device history record was performed and revealed no failures or abnormalities that could have caused or contributed to the reported issue. The reported problem was unable to be confirmed during sample analysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and analyzed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. No abnormalities were identified during visual inspection. The power on self-test was performed successfully. A one hour therapy was performed with no issues noted. The service history logs showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A device history record review will be performed. Upon completion of the investigation or if additional information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) was feeling overfull after automated peritoneal dialysis (apd) therapy using a homechoice (hc) device. The hp was hospitalized and the hospital staff manually drained 3.6l of fluid. A technical service representative (tsr) initiated a swap of the device. The registered nurse (rn) indicated that the hp will use continuous ambulatory peritoneal dialysis (capd) to perform therapy until a new machine arrives. There was no patient injury indicated at the time of the report. No additional information is available.